Event description:
When the catheter was removed from pt's stomach, the dome separated from the catheter. The dome was voided as feces 7 days after separation. The catheter was placed in the pt on 7/2/98.